Manufacturer narrative:
As of today, the device has not been returned for analysis. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm (bsc) received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) associated with a middle of life 2 battery measurement and an extended charge time that exceeded specifications. This device is included in the mid-life display of replacement indicators advisory population initially communicated (B)(6) 2007. A bsc field representative and a bsc technical services consultant discussed remaining therapies and the increased charge time. Subsequent information indicates that the device was explanted. There were no adverse patient effects reported.